Event description:
It was reported that when using the bd vacutainer® serum, the rubber stopper remained in two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 9 photos for investigation. The photos show a stopper on a tube that does not sit properly. Some of the photos also show just stoppers that appear to be misshapen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® serum, the rubber stopper remained in two (2) tubes. No adverse impact was reported regarding the patient or user.